Manufacturer narrative:
Received two used mc33213 smallbore pressure infusion ext sets for inspection. No crack was observed. A knit line was found opposite of the gate on the female luer. Each set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack and subsequent leakage is due to a material issue on a vendor supplied part. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported that the extension set is leaking and that the end of the extension set was noted to be cracked where the clave attaches. There was unknown patient involvement, unknown human harm and unknown delay in therapy reported. This report captures 2 occurrences.